Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this implantable pacemaker recently declared an error code, resulting in data corruption and the loss of patient history and stored events since 2014. Boston scientific technical services (ts) was contacted and confirmed that the device was exhibiting behavior consistent with the high battery impedance initiating safety mode advisory. Ts strongly recommended an emergent replacement procedure to ensure adequate therapy delivery. In (B)(6) 2025, the physician surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. The pacemaker is currently retained at the healthcare facility.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide corrected information in sections h6 (device codes).

Event description:
It was reported that this implantable pacemaker recently declared an error code, resulting in data corruption and the loss of patient history and stored events since 2014. Boston scientific technical services (ts) was contacted and confirmed that the device was exhibiting behavior consistent with the high battery impedance initiating safety mode advisory. Ts strongly recommended an emergent replacement procedure to ensure adequate therapy delivery. In november 2025, the physician surgically explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. The pacemaker is currently retained at the healthcare facility.

Event description:
It was reported that this implantable pacemaker recently declared an error code, resulting in data corruption and the loss of patient history and stored events since 2014. Boston scientific technical services (ts) was contacted and confirmed that the device was exhibiting behavior consistent with the high battery impedance initiating safety mode advisory. Ts strongly recommended an emergent replacement procedure to ensure adequate therapy delivery. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.